Event description:
It was reported to boston scientific corporation that an obtryx halo transobturator sling system was used during a sling placement procedure on (B)(6) 2007. According to the complainant, the patient presented with bleeding during intercourse, dyspareunia, recurrent bladder infections, and difficulty voiding around (B)(6) 2009 (exact date unknown). The patient also experienced increasing pain and a tightness and rawness in the urethral area post procedure (exact nature and date of onset unknown). The bleeding only occurs during intercourse. It was reported that the mesh is palpable through the vaginal wall and the patient can feel a lump, but there is no exposure. The patient currently continues to experience these symptoms. The patient has been prescribed estrogen cream (date prescribed and dosage unknown), applied twice a week and a low dose of oral estrogen taken every other day. Other than estrogen, the patient has not received any other medication or treatment for the above symptoms. None of the patient's healthcare providers have confirmed erosion. The patient has not had any medical intervention or surgeries related to the sling since the initial procedure and there is currently no medical intervention planned. It was also reported that the patient has not been seen by the implanting physician since 2009 (exact date unknown) but that all follow up visits between the initial procedure and the last visit were normal.